Manufacturer narrative:
Method/results - device did not cause or contribute to the event.

Event description:
It was reported that the patient developed an infection 2.5 weeks post-op. As treatment, a revision tibial poly component was performed. The hospital reports that the zimmer (B)(4) did not cause or contribute to the event.